Event description:
A home pt changed a new transfer set by themselves at home in 2004. The next day, iodine was noted in the tubing close to the clamp sleeve and a little moisture was noted on the patient's clothes near the transfer set. The patient did not take action at that time. The next month the patient was treated with unknown antibiotics IV at a local hosp but did not improve after 2 days. The patient was transferred to a different hospital, admitted with chronic renal dysfunction, uremia, and acute peritonitis. During the in-patient treatment, the patient maintained regular peritoneal dialysis, received intraperitoneal anti-infection therapy with cephalosporin v (dose unk) and gentamycin (dose unk). Heparin (dose unk) was added into fresh dialysate to prevent further precipitation accompanied with blood pressure monitoring and anemia correcting. A transfer set change was also performed. Seven days later the patient's effluent was clear. The patient prepared to leave the hosp when their physician informed patient had pulmonary infection accompained with poor heart function, chronic heart failure, atherogenesis and calcifcation at the heart vessels, as well as secondary hyperparathyroid that required further examination and treatment. The patient's family expressed their understanding of the patient's medical condition and agreed to be responsible for the patient's discharge. The patient was discharged in 2004. The patient's discharge orders were: 1. Keep on regular capd, following up in local hosp; 2. Continue antibiotic treatment for one more week with cephalosporin v (0.25g/2000ml, 4/day, ip); 3. Avoiding hyper-potassium food; 4 follow up if necessary. Take-home drug: gaster 20mg, bid, po.